Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During a patient procedure, no xray was possible. The customer attempted to reboot the system with no success. The examination was aborted. We are unaware of any impact to the state of health of any patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The problem was identified as a software failure of the copra board within the image acquisition system (ias). In the event the ias fails, the system remains operational in regards to the procedure and bypass fluoro and acquisition are still possible without limitation. The affected ias was exchanged and no further errors have occurred.